Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "on (B)(6) 2024, the patient was admitted to the hospital and underwent postoperative chemotherapy with PICC catheterization using a peripherally cannulated central venous catheter kit and accessories. (B)(6)2024 the third time patient was admitted to the hospital for chemotherapy, after admission, the PICC tube was evaluated, and it was found that there was blood return in the lumen and could not be withdrawn, and the PICC tube was removed."